Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel machine screen reads the error ¿disk boot error¿ and will not run properly. The first spin, the machine was running but did not separate the blood. We tried a second time, and the error screen came up. This occurred during a case that was completed with no prp.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged abs-10060r serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 31ml platelet-poor plasma (ppp), 27ml rbc, and 3ml prp. The prp volume within the syringe was recorded as 3ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the prp produced had expected cellular concentrations. It is likely that the error was due to the disposable and not the machine itself. However, at the end of testing, the screen became frozen. It was reacting to touch but would not advance in ending the case. In conclusion, the complaint could not be replicated.